Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and oversensing of noise, which, resulted in delivery of an inappropriate shock. It was noted that the patient was being active at the time of the episode. Technical services (ts) discussed potential programming options. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.